Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2011 and a mesh was implanted, concurrently with a cystoscopy, bilateral ureteral catheter placement, da vinci robotic bladder repair due to umbilical hernia, bladder injury. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic-assisted bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent saline hysteroscopy fraction dilation and curettage on (B)(6) 2004, due to metromenorrhagia. No additional information was provided.